Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of ¿tip of scope damaged/bent¿ was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: excessive image guide breakage. The most probable cause of the complaint is cause traced to component failure expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope had excessive image guide breakage. There was no patient involvement.